Event description:
Information was received indicating that a smiths medical cadd solis vip pump failed the volume test by 21.80 and 21.35. The door and battery separators were also missing. The issue was discovered during testing and there was no patient involvement.

Manufacturer narrative:
Other text: h3: one cadd solis vip pump was received with a missing battery door. The event history log was reviewed and there was no evidence of the reported issue. A functional check was performed and the reported issue was able to be confirmed. The device's delivery accuracy was reviewed with three different tests, all of the tests were found to be over the manufacturing specifications. Therefore, it was recommend that the expulsor be replaced in order to bring the delivery into more nominal of a range.